Event description:
Baxter service personnel reported an infusor in which the reservoir was separated from the set-cap post. This condition occurred during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 5 ml in the housing. Visual examination confirmed the reported condition of a reservoir separated from the set-cap post. The root cause was determined to be a manufacturing defect. As a result of this incident, awareness training for all applicable manufacturing operators was conducted. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.